Event description:
A discordant, falsely elevated troponin (ctni) result was obtained for one patient sample on a dimension rxl max w/ hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was respun the next day and resulted lower on this instrument and another analyzer. Rerun results were reported to the physician(s). The patient was admitted to the hospital and cardiac catheterization performed prior to a rerun result being obtained. The patient had prior cardiac episodes.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc discovered a source lamp could be changed though this part is unrelated to the event. After customer respun the sample it resulted as expected. The cause of the discordant, falsely elevated troponin (ctni) result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.